Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement - dr. (B)(6), (B)(6) campus, (B)(6) 2017. While using the fb tibial impactor to implant an attune fb tibial tray, the black impactor split into several pieces after being struck firmly with a mallet by the surgeon. All pieces of the broken impactor were accounted for. No adverse event to patient was reported. Patient initial b no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the device confirmed the failure mode as reported depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.